Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), after clinical procedure, there was a broken or fractured component.